Event description:
It was reported that when using the bd pyxis¿ es server device not communicating and new orders and patients not crossing over and the device was put on critical override to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes

Event description:
It was reported that when using the bd pyxis¿ es server device not communicating and new orders and patients not crossing over and the device was put on critical override to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that pyxis was not communicating and new orders and patients information were not crossing over the server. The technical support specialist (tss) dialed into es server, confirmed via the es webpage that customer-shared visits/orders were crossing successfully from carefusion coordination engine (cce) to es, and verified the latest cce xml had no errors. Reviewed logs on station and sync status across stations and the devices were uploading, with only three showing as not communicating per server query. Healthsight viewer (hsv) showed pharmacy order delayed and critical override notifications; subsequent queries indicated no facilities received order messages for ~1 hour, while adt messages continued crossing normally. Tss noticed cce had the pis/order feed turned off and once turned back on, the issue was resolved across all facilities. The system functioned as intended after the technical support specialist troubleshooted the issue.